Event description:
It was reported that the infusion set tubing on the user¿s ilet device became loose from the connector due to an improperly tightened connection. After which the user tightened the connector, verified drops during press-and-hold with tubing off-body, reconnected, and filled the cannula to resume insulin delivery. Symptoms included hyperglycemia peaking at 196 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to the cannula/infusion connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.